Event description:
It was reported that during a low anterior resection the surgeon fired across the colon to make the distal transection by the rectum. When the surgeon observed the four staples lines there was hole in the staple line in the most proximal section of the colon. The stapler had cut but there was an incomplete staple line. This was the area of the first firing of the stapler. They completed the procedure with suture. The or time was extended over 60 minutes. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.